Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an endoscopic hemorrhoid ligation procedure performed on (B)(6) 2022. During the procedure, the band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an endoscopic hemorrhoid ligation procedure performed on (B)(6) 2022. During the procedure, the band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator head, irrigation tube and handle) was analyzed, and a visual evaluation noted that the ligator head was returned without the bands and one tooth was damaged/bent, consistent with the findings when the device was observed under magnification. The trip wire was secured in the handle. There was no damage note on the handle and the irrigation tube. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that one of the ligator head teeth was bent/damaged. This suggests that the device could not deploy. This condition could have been generated due to the procedural or anatomical factors encountered during procedure such as the technique performed or difficulties during the set up or procedure, consequently, affecting the deployment problem of the bands. The most probable root cause of this complaint is adverse event related to procedure.